Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter split when assembled and inserted into the patient during use, leaving the needle exposed. The following information was provided by the initial reporter, translated from (B)(6) to english: "once the catheter was assembled and installed on the patient, a slit appeared along the entire length of the plastic body of the catheter, leaving the needle bare."

Event description:
It was reported that the bd insyte¿ IV catheter split when assembled and inserted into the patient during use, leaving the needle exposed. The following information was provided by the initial reporter, translated from french to english: "once the catheter was assembled and installed on the patient, a slit appeared along the entire length of the plastic body of the catheter, leaving the needle bare."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see section h.10.